Event description:
The customer reported that during a laparoscopic cystectomy, an error sound was heard when the nurse connected the instrument to the ligasure generator. It is unknown what the error sound was. When the surgeon inserted the instrument through the trocar and closed the jaw on tissue the vessel sealing process was automatically performed without any touching of the handswitch or foot pedals. Another ls1500 was opened and the surgery continued without issue. There was no injury to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.